Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy.  The cause of the peritonitis was unknown.  The patient was not hospitalized for the event. The patient was treated with injections of reflin (1 gram/ night dwell), tobramycin (40 mg/ night dwell) and heparin (2500 iu 0.5 ml/ day). At the time of this report, the patient outcome is unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed.  If additional relevant information is received, a supplemental medwatch will be filed.